Event description:
During the repair of an in-stent restenosed lesion a cutting balloon was used and potentially caused a dissection. In an attempt to repair the dissection, a taxus stent was used. The taxus stent was unable to pass through the original stent and upon removal, one of the struts snagged on the end of the guide catheter and bent the proximal edge of the stent. The stent was removed through the guide catheter and a shorter taxus stent was used to complete the procedure.